Event description:
The resident surgeon mentioned that he had a patient who developed an infection after the use of duragen. The surgeon believed the duragen may be at fault because he felt that infections were so rare. This incident occurred in one patient. Additional information has been requested.